Manufacturer narrative:
During the reported event, a babylog 8000 ventilator was used with an add'l babyview screen. The ventilator function is independent from the babyview screen and has its own display to show ventilation parameters and curves. We rec'd a more detailed report of the event from hospital. It was reported that after a generator switchover test in 2007, the babylog 8000 ventilator shut down, alarmed and restarted as specified for this condition, but the babyview screen did not restart. The staff thought that since the babyview screen did not restart, the ventilator would not ventilate. The staff bagged the pt until the rt reset the babyview screen, reconnected the pt to the ventilator and continued ventilating with the babylog 8000. The babylog 8000 and babyview screen were tested in the biomed shop. It was not possible to find any problem with babylog 8000 or the babyview screen. It was verified that the ventilator alarmed when it shut down and that ventilation was restored after power cycling. The babyview screen is based on a windows pc and has to be rebooted after a mains interruption. The ventilator was returned to use without any other reported problem. It was concluded that after generator switchover test and immediate restart, the ventilator had continued to ventilate and to display ventilation parameters and curves on its own screen. The ventilator and the babyview screen behaved as specified.